Event description:
Defective bd equashield cstd syringe. The plunger's flat end broke today on a 35 ml syringe (ref su-35/2). Please see attached image. This occurred while our chemotherapy pharmacy technician colleague was preparing a dose of a chemotherapy medication. The manufacturer was contacted to inform. The manufacturer also stated that there is no recall on that product. The lot number is 2421062a. The expiration date is 1/1/27.